Manufacturer narrative:
(B)(4). The transfer set has been reported to be available for evaluation but has not yet been received. If the sample is received or additional relevant information becomes available, a supplemental report will be submitted.

Event description:
It was reported that a uv flash transfer set separated from its spike connector cover during use. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was received and an evaluation of the device was performed. Visual inspection, leak testing, and clear passage testing was performed with no issues noted. A clamp function test was performed with no issues noted and the device was dimensionally within specification limits. The reported connection issue could not be confirmed via sample evaluation. Should relevant additional information become available, a follow-up report will be submitted.